Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to fracture. The rv lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high/undefined impedance. The lead detection was programmed off and was scheduled to be replaced. No further patient complications have been reported as a result of this event.